Event description:
Reportedly, this ring was explanted after 6 months implant duration due to unk reason.

Event description:
It was reported that this ring was explanted after a 6 month implant duration due to a non device related reason. It was explanted prophylactically as the tricuspid valve was laso replaced. No further information was provided.